Event description:
It was reported by the patient that she was implanted with a synthes ¿op large format lordotic graft (8mm high seated)¿ and four (4) screws on (B)(6) 2014. Subsequently, the patient underwent revision surgery on (B)(6) 2014, due to a screw backing out post-operatively. This complaint is for was address under (B)(4). On (B)(6) 2015, the patient underwent a second revision surgery to address two broken screws. This report is for one (1) unknown spinal implant with graft. This is report 1 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for one (1) unknown spinal implant with graft. Part and lot numbers are unknown. Without part and lot numbers a device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 27. Nov. 2013, expiry date: 01. Nov. 2023, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID: (B)(6). Internal review from medical director, x-rays and images reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.